Manufacturer narrative:
The pump was received with a compromised force sensor system error alarm during the basic occlusion test. Unable to prime during the prime test due to a loose/protruded drive support disk. Unable to perform the occlusion test due to the error alarm. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump was received with a cracked end cap, a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, a broken belt clip slot at the battery tube threads area, a broken reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that he was hospitalized with diabetic ketoacidosis from (B)(6) 2015. Blood glucose at the time of admission was over 800 mg/dl. He also reported that the day of the call, the insulin pump alarmed compromised force sensor system during prime. Blood glucose value at the time of the alarm was 446 mg/dl. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is protruded. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.